Event description:
On (B)(4) 2013 it was discovered during review of the patient's programming history that a programming anomaly occurred that changed the patient's settings on an unknown date. Upon interrogation on (B)(6) 2012 the patient's device the patient was found to be at settings indicative of a faulted system diagnostics test; output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet pulse width=500usec/magnet on time=30sec. Only the output current and magnet output current were fixed prior to the patient leaving the visit this date. No adverse events were reported to have occurred due to this settings change. Good faith attempts for additional information from the physician were made but no additional programming history has been received to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(4) 2013 additional programming history was received from the physician but it did not contain any further information about the faulted system diagnostics test that occurred.